Manufacturer narrative:
(B)(4). Physio-control has advised the customer that their device does not have any repair options and because of the age of the device, has recommended the customer replace the device. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). All three icons displaying is indicative of the device not having sufficient power to provide effective defibrillation therapy to a patient, if needed. There was no patient use associated.